Event description:
It was reported that the pt was transferred from one part of the hospital to the ICU. After the pt arrived at the ICU, the pt was connected to the ventilator. The received information states that the staff forgot to start the ventilation, which means that the ventilator was left in the standby mode. The absence of ventilation was noticed later. The pt's oxygen saturation decreased. The pt dies but the exact date is unk. (B)(4).

Manufacturer narrative:
(B)(4).